Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow up, post-paced t-wave oversensing was observed. Reprogramming the device was recommended. No changes were made since no further episodes of t-wave oversensing were noted during the next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.